Event description:
Complainant alleged that during functional testing, the device displayed "system fault 36" and "system fault 37" messages. Complainant indicatd that there was no patient involvement in the reported malfunction.